Event description:
Health care facility reported that a pt had developed macerated erythematous denuded skin with grayish bumps and drainage under the tegaderm chg gel pad. There was no odor present with this developed condition. The dressing was used via cvc PICC. The catheter was removed and the use of the tegaderm chg was discontinued. The outcome of the skin condition improved and no further treatment is needed.

Manufacturer narrative:
Device or lot code not provided to MFR for eval. Complaint type will be monitored. The insert provides the following info regarding observation and when a dressing should be changed. Site care: the site should be observed daily for signs of infection or other complications. If infection is suspected, remove the dressing, inspect the site directly, and determine appropriate medical intervention. Infection may be signaled by fever, pain, redness, swelling, or unusual odor or discharge. Change the dressing as necessary, in accordance with facility protocol; dressing changes should occur at least every 7 days, per current cdc recommendations. Dressing changes may be needed more frequently with highly exudative sites or if integrity of the dressing is compromised.